Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states we had a nurse experience an accidental sharps injury while utilizing a 5/8in needle. The safety guard was pushed into place after administering an immunization. However, the needle somehow poked through the back of the guard so that the point was exposed through the plastic, despite the guard covering the rest of the length of the needle. The nurse did not notice that the needlepoint had punctured the back of the guard and poked herself when picking up the needle to dispose of it in the sharps container. You have the brand and lot number of the needles in question from your visit last week. I'd like to know if this is a defect reported by others.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples submitted with this complaint. The reported condition could not be confirmed without a sample to evaluate. The exact root cause of the reported condition could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors (reference the attachments section). There was one potential root cause (user error) identified that could not be discarded from consideration. However, this factor could not be assessed any further without an actual sample to evaluate. The complaint file contains insufficient evidence to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for needle speared or missed bearing and shield stalling/lock failure. The product met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or manufacturing process. The investigation identified a potential root cause, but the complaint file contains insufficient information to confirm or discard it from consideration. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.